Event description:
Follow up MDR submission. After further review an MDR report was not required. It was reported that the end cap falls off which causes the ascites to leak out. In the last couple weeks, 3 of our gpos at bc cancer vancouver have had a faulty paracentesis catheters. The bottom part falls off as you are extracting the needle, such that the ascites flows through to the ground rather than being cough by the black rubber/plastic cap at the end. Could you comment on whether this is being reported as a problem in other locations? If you have any remedy for the problem, that would be great. There must be a batch of catheters that were produced with a loose bottom part... But likely no way to tell until you open the package to inspect the catheter.

Manufacturer narrative:
Pr (B)(4): this is a follow up correction submission for initial emdr submission which was not required. After further review it was determined FDA MDR reporting was not required for the reported issue as the product issue does not pose infection risk or patient harm. H3 other text : see narrative

Manufacturer narrative:
Pr (B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was reported that the end cap falls off which causes the ascites to leak out. In the last couple weeks, 3 of our gpos at bc cancer vancouver have had a faulty paracentesis catheters. The bottom part falls off as you are extracting the needle, such that the ascites flows through to the ground rather than being cough by the black rubber/plastic cap at the end. Could you comment on whether this is being reported as a problem in other locations? If you have any remedy for the problem, that would be great. There must be a batch of catheters that were produced with a loose bottom part... But likely no way to tell until you open the package to inspect the catheter.